Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, it was reported that insulin was not observed to be dripping out the tubing. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) was in the 500 mg/dl range. A manual injection was administered to address elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.